Event description:
It was reported that the patient underwent a mini-open tlif at l4-l5 using posterior fixation. Post-op, the patient had paresis of the gluteus maximus on the left, and left l5 radiculopathy. The patient is undergoing physical therapy to treat the symptoms and has been discharged. The symptoms are ongoing.

Manufacturer narrative:
(B)(4). The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.